Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was admitted to the hospital with a blood glucose of 48 mg/dl. The reporter stated that the patient was treated with oral carbohydrate. The reporter confirmed that the patient had no changes in health, diet, medications, or activity levels. Customer support reviewed the pump with the reporter. The reporter confirmed all of the pump setting were programmed correctly. The total daily dose, basal, and bolus histories were confirmed to be correct and the basal and bolus correct added to the total daily dose. The reporter stated that the patient was disconnected for two days and the pump was left running and the basal amounts were comparable to other days. Customer support advised the reporter that it was adequately determined that the event was not related to any pump issues. The reporter was advised to follow up with a health care provider about possible need for adjustments to the pump settings. This report is made based on the allegation that the patient was hospitalized for hypoglycemia of unknown origin while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to complaint, the keypad symbols were found to be worn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.